Event description:
The manufacturer was notified of a case of memo 4d (4dm-28 ) ring dehiscence after 1 year of implant (doi: (B)(6) 2020, and doe: (B)(6) 2021). The patient was re-operated with good results. Based on the preliminary information received, the event appears to be related to a detachment of the sutures and not to a detachment of the fabric of the ring. The patient was already discharged from the hospital. The device is unavailable for return as it was already discarded by the site. The device was replaced with an edwards phisio ii size 26.